Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally. After the procedure there appeared to be a rectal wall infiltration on planning computed tomography (CT) scan. Additional CT scan showed possible rectal wall infiltration. The patient is planning to do receive 28 fractions of pelvic node and prostate external beam radiation therapy (ebrt).